Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.